Manufacturer narrative:
Investigation is ongoing. Reference mfg. Report no. 2015691-2020-10424.

Event description:
The liner appears delaminated and the sheath tip is split. During implant of a 23mm sapien 3 valve the commander delivery system fully inflated balloon ruptured at the end of deployment with nominal volume. The valve was stable and there was trivial leak noted. During removal of the delivery system, extreme difficulty occurred. A split at the sheath tip and liner tear was noted and a decision was made to remove the entire system as a unit. Upon removal, the shoulders of the balloon appear to have been the cause of the difficulty removing the delivery system through sheath. The system was removed as a unit percutaneously (delivery system and sheath removed as one). There were no patient injury. The sheath and delivery system will be returned for evaluation. As reported a bav was not performed. There was no crossing difficulty. The sheath and delivery system will be returned for evaluation. Per report, the patient¿s aortic annulus was moderately calcified and the stj was narrow and calcified.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: kink on sheath, soft tip damage, deep scratches, circumferential liner delamination in distal section, liner is bunched near distal tip and marker band is present, sheath distal tip split, and hdpe at distal tip damaged. There were no other abnormalities observed. A photo and imaging were provided. The review of the photo revealed a kink on the sheath and the liner appears delaminated. A 3mensio imagery was reviewed of the patient¿s access vessel characteristics and tortuosity appear to be present in the access vessels and calcification present in the abdominal aorta. Functional or dimensional testing was not performed due to the nature of the complaint. During manufacturing the device is visually inspected several times during the manufacturing process. The sheath is visually inspected for defects per procedure. During manufacturing per procedure, the esheath tip is inspected after the tip scoring process for scratches or tears. During the manufacturing process, the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure for shaft od, distal tip ID, working length and any other defects. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, work orders are verified per procedure. The work order can only be released if all units passed pv testing. The verification includes sheath kink resistance, seam separation testing and expander insertion force testing. The samples were tested and found to be within specification. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The device history record (DHR) was reviewed and did not reveal any issues that could have contributed to the reported event. A lot history review was performed and revealed no additional complaints for the reported events. A review of complaint history for the edwards esheath (all models) revealed other returned devices from (B)(6) 2019 to (B)(6) 2020. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2020 control limit for all the trend categories. The IFU for esheath and procedural training manual were reviewed for guidance and instruction involving the esheath and delivery system usage. The procedural training manual provides guidance on delivery system and sheath removal and delivery system balloon ruptures or leaks during deployment. Completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated and pull the entire delivery system through the sheath. During sheath removal, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, and do not reinsert the sheath at any time during removal. If the delivery system balloon ruptures, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system through the tip of the sheath. In addition, maintain guidewire position, check for pv leaks under echo and if post-dilation is needed, use a new delivery system. Based on the review of the IFU and training manuals, no deficiencies were identified. The complaints were confirmed based on the visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the case notes, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As reported, ¿upon removal, the shoulders of the balloon appear to have been the difficulty to remove the delivery system through sheath.¿ in addition, the delivery system balloon burst, and there was difficulty withdrawing the delivery system into the sheath. As a burst balloon as an altered profile, which may have led to the withdrawal difficulty and as a subsequent result the additional forced exerted to the withdrawal balloon may have led to liner delamination. If the balloon caught on the sheath tip during retrieval, it is likely excessive force and or manipulated was applied to counter the resistance. The flared balloon legs support that the delivery system was likely caught at the sheath tip, and the combination of excessive force manipulation could have resulted in the splitting of the distal tip and sheath shaft kink. The access vessel was noted to have calcification and tortuosity. The presence of calcification is further supported by the deep scratches on the sheath shaft observed during visual inspection. It is possible that calcification came in contact with the tip and weakened it, making it more prone to splitting. Tortuosity can also create noncoaxial alignment between the delivery system and sheath which can increase the likelihood of kinking, especially if excessive force/manipulation is applied. In this case, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (withdraw of a burst balloon/excessive force/manipulation) contributed to the complaint event. No manufacturing non-conformances were identified, and a review of IFU/training materials revealed no deficiencies. The complaint rate did not exceed the (B)(6) 2020 control limits for the reported events; therefore, no product risk assessment nor corrective or preventive action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.